Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10x40x75 epic¿ vascular stent was deployed to treat the lesion. Angiography was performed post deployment and protrusion of the stent struts was confirmed. Subsequently, a 10x69x75 wallstent was deployed over the epic¿ vascular stent. Angiography was performed and confirmed that the stent was firmly apposed, and the procedure was completed. No patient complications were reported and the patient's status was good.